Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: product ID 97755 lot# serial# (B)(6) was returned for analysis and found there was a failure with the recharger antenna and a "poor recharge quality" message was seen and the device got hot at the donut end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the last few times they have tried recharging the implanted neurostimulator the recharger can't seem to find the implant. Caller stated they have to go through try again screen 5- 7 times before they can get connected and they have to put the recharger right up to their skin. Patient stated they tried resetting the controller. Patient service specialist had caller examine the equipment for damage; caller stated there is no visible damage to the recharger cord or pins but mentioned "some wear". Agent had caller blow into the controller port and reported no damage in controller port. Caller confirmed recharger fits snug in controller. Caller then connected the recharger and tried to start a recharging session. Caller reported seeing the passive recharge mode screen with 0,1,1. Caller confirmed they were not moving around. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.